Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: va16kc9, implanted: on (B)(6) 2016, explanted: on (B)(6) 2021, product type: lead, product ID: 3889-33, lot#: va16kc9, implanted: on (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: analysis of the ins (s/n) (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis of the lead (lot # va16kc9) revealed that the outer insulation of the lead was separated in the body of the lead at a butt joint at the proximal end of the lead; consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va16kc9, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: lead, product ID: 3889-33, lot#: va16kc9, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-may-2020, UDI#: (B)(4), product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the physicians office asked a manufacture representative to meet the patient for a programming visit with the patient on (B)(6) 2020 because patient complained of ¿shocking¿ sensations at the left side pocket site of ipg and it would periodically radiate down her left leg. Patient stated they noticed the ¿shocking¿ sensations when they would walk into (B)(6) (passing through a security system) or even just periodically during the day with no specific pattern of body movement. They would feel the uncomfortable sensation with sitting, standing, walking. Impedance test conducted with results showing no impedance issues. The patient denied having any falls, infections and no medical changes. Patient was experiencing bladder symptom relief but did not like the ¿shocking¿ sensations. The physician decided to schedule the patient for a revision of their interstim device. It was scheduled for (B)(6) 2021. It was said that the physician was unable to disconnect the left side lead from the ins and because the outer coating of the lead slid right off after the physician had to cut the lead to remove the ins from the body. The patient was previously implanted with bilateral tined 3889-33 leads (one in left, one in right side s3 sacrum). Both successfully removed. However, when left side ins was removed, the left side lead connected to the ipg would not come out of the battery after loosening the set-screw. The physician had to cut the left side lead to remove the battery and then successfully removed the remaining lead from the body. The system was removed because patient had complained of ¿shocking¿ sensation in left side groin and sometimes would radiate down left leg. It was felt periodically with no known reason. The shocking sensation was felt when she walked into (B)(6) or periodically throughout the day with no pattern of body movement. No impedance issue when tested on (B)(6). However, on (B)(6), x-ray was used to see the position of the implant and both leads had migrated well below the anterior surface of the sacrum. In addition, a part of the left side lead would not come out of the battery and the physician noticed the outer coating of the lead came right off when she cut the lead to remove the battery.